Manufacturer narrative:
A decision has not been made as to whether the device will be removed. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the mfg records will be reviewed. We anticipate that the eval will reveal that the device conformed to specs prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened. Evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Rep reported that the pt experienced inadvertent bolus injection during a refill of the pump. The pump had been implanted in late 1990's. Refill kit was being used. Pt reported to "itch all over" shortly following the refill, she felt better and left the office. But later reported to emergency after calling 911. She was unresponsive. It is believed that she was overdosed (bolus delivery). Pump was filled with psuphentanol and baclofen. Refill kit not saved from refill procedure because all seemed normal during fill. The pump, which they believe to be at issue, might be removed. The hospital will let us know if/when a decision is reached about whether or not to remove the pump.